Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: we would like to inform you that the product cannot be repaired. Unrepairable reason: when we inspected this product, we confirmed the requested symptom (stopping during surgery) due to a problem with the main board. However, repair acceptance for the "l9000 light source device" has ended at the end of december 2021, and parts replacement repairs cannot be performed. Therefore, this product cannot be repaired. Thank you for your kind understanding. Probable root cause: light cable, optics, leds, main board, jaw assembly, bent esst contact, inconsistent esst contact, cable pull out, camera head, firewire cable, software, front board, power supply, thermal switch, ac inlet board, ac inlet filter, touch screen, workmanship, inadequate air flow, inadequate calibration, excessive lint buildup inside the unit, use errors. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.